Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. Analysis found a sticky substance on the battery contact clips.

Event description:
It was reported the epg (external pulse generator) was unable to power on. The epg was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.